Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had frequent low blood glucose. Her blood glucose was 63mg/dl at the time of reporting. She was advised to revert to a back up plan. Her insulin pump is being returned. No additional information as reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a loose end cap sticker, cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.